Event description:
Pt reported that the lot number, printed on the strip vial, had smeared off. No pt injury was reported. At the time of the report, pt had already disposed of the strip vial. No product was returned to the manufacturer for evaluation.